Event description:
It was reported that a embolization and mitral valve repair occurred. A watchman access system (was) was positioned and a 33 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The procedure was successfully completed without incident. That evening post-procedure, the device was found to have embolized to the left ventricle and lodged in the mitral valve apparatus. The following day the device was explanted and during surgery, damage to the mitral valve was noted requiring surgical repair. The mitral valve repair was performed and appendage was ligated. The patient underwent a rehabilitation process and was discharged.